Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date, serial number), h4, h6 (device code, type of investigation, investigation findings, investigation conclusions), h10 (additional manufacturer narrative) calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that valve model 3000tfx21mm was explanted after an implant duration of six (6) years and one (1) month due to bioprosthetic calcification leading to moderate aortic stenosis. Patient experienced short of breath and chest pain prior valve replacement. A non-edwards mechanical valve was implanted in replacement. The patient was noted as to be in safe condition after the procedure. A redo-mvr was also performed within the same surgery.

Manufacturer narrative:
H11: corrected data: corrected sections b5, d1, d4 (model number), g4 (PMA/510k number).

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Please reference MFR report #2015691-2021-04598 for the report submitted on the patient's mitral valve.

Event description:
Edwards received notification that valve model 3300tfx21mm was explanted after an implant duration of six (6) years and one (1) month due to bioprosthetic calcification leading to moderate aortic stenosis. Patient experienced short of breath and chest pain prior valve replacement. A non-edwards mechanical valve was implanted in replacement. The patient was noted as to be in safe condition after the procedure. A redo-mvr was also performed within the same surgery.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and calcification were confirmed. X-ray demonstrated commissure 1 was bent outward. X-ray also demonstrated moderate calcification on the remainder of all three leaflets and on the returned leaflet fragments. As received, all three leaflets had cuts out sections of approximately 12mm x 10mm on leaflet 1, 10mm x 8mm on leaflet 2, and 13mm x 10mm on leaflet 3. The cuts had a smooth and straight edge and cut out leaflet fragments were returned. Some of the fragments appeared to match up with cut out leaflet section. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on the remainder of leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth likely restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflet 2 and exposed the metal band around leaflet 2 on the inflow aspect. A serrated mechanical damage mark was observed on the outflow surface of leaflet 1 near commissure 2. Wireform was exposed on commissures 2 and 3. Multiple sutures remained attached to the valve sewing ring. H10: additional manufacturer narrative: the reported event was confirmed through preliminary evaluation of the explanted valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly once the evaluation has been completed.. H11: corrected data: corrected section h6 (type of investigation, investigation findings, investigation conclusions).